Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir icon showed that the reservoir was empty but it was full. Customer's blood glucose level was 500 mg/dl. The customer's blood glucose level was treated with a manual injection. The insulin pump alarmed insulin flow blocked and no delivery. The insulin looked cloudy. The device was not returned.